Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella cp was placed too deep resulting in ventricular tachycardia (vt). The impella was pulled back into the correct position and the patient stabilized with occasional vt throughout the case. The physician stated the vt was due to instability and not related to the pump. It was further reported that the patient developed a tension pneumothorax overnight which was managed with placement of a chest tube. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
B.1 added selection that was omitted from the initial report that was submitted. B.7 added information that was omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was omitted from the initial report that was submitted. H.6 code e0601 that was on the reported on the initial report was changed to code e060109. Investigation summary: no product was returned. Tachycardia: in order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Pulmonary embolism: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was placed initially too deep by the user. Device history review the device passed all post sterile inspection checks.